Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of cold insulin, and the insulin gauge initially displayed an accurate fill estimate of over 60 units of insulin the cartridge. The customer was unable to provide the amount of insulin that had been delivered. At the time of the reported event, the insulin gauge displayed 105 units. There was no impact to the customer's blood glucose level.